Event description:
It was reported that a cartridge alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to the customer¿s blood glucose level.